Event description:
It was reported that the base assembly was not functional; the basket was not functional, and the o2 manifold was not secure. It was unknown how the issue was found. No patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The field service engineer (fse) verified the issue. It was reported that the following parts were replaced - o2 manifold, u-stand basket, and base u-stand assembly. The system meets the specification for the performed service and is returned to use.